Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this lead was capped due to low impedance, less than 200 ohms. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 8 years, 10 months.